Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly or motor noted. Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
It was reported that the customer's blood glucose level was 433 mg/dl. The insulin pump's keypad was no longer working. The customer received a button error alarm. The insulin pump was exposed to rain water. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.